Event description:
It was reported that the insulin pump is falling apart. The bottom part of the insulin pump is no longer attached. The customer is using manual injections to treat blood glucose level. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.